Event description:
It was reported that the patient¿s device had been turning itself ¿on and off¿ at night. The patient stated that it was ¿not all the time but it was very disconcerting.¿ the patient had to get up to turn it back on and was ¿not happy¿ with her new device. The patient liked the older device¿s programmer better and it ¿lasted forever.¿ the patient also stated that her programmer was ¿not working¿ and that when she tried to sync the programmer it went back to the ¿flash screen.¿ the patient had not dropped the programmer or gotten it wet. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# j0235468v, implanted: (B)(6) 2003, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had bladder discomfort. It was noted the old device helped with the discomfort more. It was reported the patient had interstitial cystitis.

Manufacturer narrative:
(B)(4).